Manufacturer narrative:
The insulin pump was received with an intermittent up arrow button response due to a corroded keypad. There was no unexpected numbers scrolling or ramping during testing. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer's nurse called in to report that the numbers were scrolling during a bolus. The customer's blood glucose level was 52 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.